Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple incidents of elevated blood glucose (bg) levels above (600 mg/dl) reportedly, the customer was hospitalized one time and insulin was administered via intravenous (IV) drip, took boluses via the pump, manual injections to stabilize bg level. The customer did not recall the exact date for the hospitalization. In addition, the customer stated to have went to the emergency room (ER) three times with elevated bg levels. The customer was treated with fluids and insulin were administered via intravenous (IV) drip. The customer was at the ER for 6-8 hours each time. The customer stated to have not had good blood sugar control since being diagnosed with diabetes 5 years ago and will frequently see elevated bg levels. However, stated bg levels have been "better over the past two days". As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.